Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer could see the display screen corner sticking up more than it should be. The insulin pump shut off. Her blood glucose level was 360 mg/dl. She also received a battery out limit, low battery, and off no power alarm. The customer was advised to disconnect from the insulin pump and revert to back up plan. The product was not returned. Nothing further to report.